Manufacturer narrative:
Philips service replaced the flexvision monitor and performed additional troubleshooting. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision monitor failure caused image loss on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.